Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred, however patient and procedure outcome is unknown due to insufficient information. No patient harm has been reported. A philips remote service engineer (rse) checked the system remotely together with the customer as the customer claimed that all the geometry and table movements were unavailable, and a restart of the system did not solve the issue. The quotation was not accepted, and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.